Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope and sheath were kinked, and the imaging window and imaging core were twisted. Microscopic inspection showed that the guidewire exit port and the distal section of the tip were in good condition. A functional test with a test guidewire inserted did not indicate any resistance in tracking the guidewire into the catheter. Based on this evidence, the reported issues of device guidewire stuck and catheter kinked are confirmed. The kinking of the telescope and sheath, as well as the twisting of the imaging window and drive cable identified during visual inspection, could have contributed to the reported issues.

Event description:
It was reported that s catheter issue occurred. The target lesion was located in the severely calcified left anterior descending artery. Following treatment with a non-boston scientific lithotripsy balloon and an unspecified stent, an opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. There was an image when pullback recording was started, but it was quickly followed by the sound of the motor drive unit stopping. The catheter was stuck on the wire and both devices had to be removed together. A new opticross catheter and wire were introduced, but the same thing happened. Upon inspection, both catheters were found to be significantly kinked in multiple places. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that s catheter issue occurred. The target lesion was located in the severely calcified left anterior descending artery. Following treatment with a non-boston scientific lithotripsy balloon and an unspecified stent, an opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. There was an image when pullback recording was started, but it was quickly followed by the sound of the motor drive unit stopping. The catheter was stuck on the wire and both devices had to be removed together. A new opticross catheter and wire were introduced, but the same thing happened. Upon inspection, both catheters were found to be significantly kinked in multiple places. The procedure was completed with another of the same device. There were no patient complications reported.